Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a no delivery alarm and when resumed, customer received a motor error alarm. Alarm history showed no motor position encoder error alarm and two motor error alarms. Customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump stating that no delivery alarm was caused by an empty reservoir. Customer was advised to call back when another alarm was received.